Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not secured to the universal cart, and the thumbwheels broke off inside the base assembly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was not secured to the universal cart, and the thumbwheels broke off inside the base assembly. The remote service engineer (rse) informed the customer that the latest version of the service manual is version t and provided the customer with the requested part numbers for the replacement base assembly, thumbwheels, and alpine stand oxygen cylinder holder kit for repair. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer ordered the replacement base assembly, thumbwheels, and alpine stand oxygen cylinder holder, and upon receiving the new parts, the customer performed the replacements and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.